Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at 3.219 mg/day via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. The patient reported that her pump was removed due to an infection. She stated that it was removed around (B)(6) 2021 of this year. Per the patient, it had started to drain roughly 10 days before that. The scar was completely healed and then started to drain and then a later a little piece of tissue came out. She stated that she felt something was torn inside and maybe a stitch broke. Per the patient, there was no plan to put in a new pump due to her health.